Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor smooth round moderate plus profile 250cc saline breast implants which the right side deflated after implantation. As a result, patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
This complaint has been identified as a duplicate of manufacturer report number:1645337-2018-04184. All further supplemental reports will be submitted under 1645337-2018-04184. No further regulatory reporting to us FDA will be done in this complaint file. Manufacturer¿s reference number: (B)(4).